Event description:
Monitor (B)(4) was returned to zoll lifecor from the (B)(4) distributor stating that the device does not power on, even when the pt switches the battery.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The cause of the monitor not powering on was due to corrosion on component j2005 and tva 3, which had caused the 5v line to be shorted to ground, preventing the unit from powering on. The root cause of the corroded auxiliary board cannot be positively determined, but was likely due to liquid ingress through the auxiliary port. No adverse event resulted from the defective monitor.